Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device is not working.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the inlet tube of the pump. Testing revealed these to not be a site of leakage. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with cylinder 2 or the reservoir. Based examination of the returned product, it was concluded that the abrasion marks noted on all tubing of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then most likely caused the exhaust tube of cylinder 1 to also abrade, resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.